Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing site name and address were unknown. Device manufacture date was unknown. Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unknown surgical procedure it was observed that the electric pen drive device was turning too slowly. There was no delay in the procedure due to the event as the same device was used to complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.